Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with an 8f sheath after a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the distal part of the guide snapped off and remains in the patient. Attempts were made to remove the missing piece but it was not recovered. A second proglide device was used to achieve hemostasis. There was a clinically significant delay in the physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returning. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the separation; however, the treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.